Event description:
Philips received a complaint on the v60 ventilator indicating that the accept button was not working. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) recommended to the customer to inspect the cable between the user interface (ui) printed circuit board assembly (pcba) and the switch pcba. The customer stated that they would reseat the cable between the ui pcba and the switch pcba and check if they can get into diagnostic mode. In a good faith effort (gfe) response from the customer, it was confirmed that they had reseated the ui pcba to switch pcba cable and the issue had been resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.